Event description:
The account alleged the head up and down is running intermittently on its own. No pt impact.

Manufacturer narrative:
The technician replaced the power control board assembly to resolve the issue.